Manufacturer narrative:
(B)(4). Batch number: l55f7g. Investigation summar: the analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The complaint form indicated this was an adverse event, but no patient consequences were described. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Please clarify, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)?

Event description:
It was reported that according to the medical report, during the surgical procedure of gastroplasty by bypass, at the time of stapling of the entero-anastomosis the white load stopped at the beginning of its action, not completing the process. Replacement of this load was performed, with continuation without complications of the surgical procedure.